Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned instrument confirmed that it was fractured and showed signs of use. Dimensional analysis determined the product was conforming to print specifications where measured. As the device had a field age of greater than eleven (11) years with unknown usage, the root cause is attributed to normal wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, d4, d9, g1, g2, g3, g6, h1, h2, h4, and h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of a hex driver fractured during surgery. Attempts to obtain additional information have been made; however, no more information is available at this time.